Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. Upon turning on the device, led segment on the led digits did not fully light up. Internal visual inspection was performed and no loose cabling or loose circuit board to circuit board interconnections were observed. Multiple instances of contamination were observed on the system circuit board which prevented the unit from powering up all the leds. However, the device was able to obtain spo2, pi, and pulse rate readings using a masimo sensor. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the top segment line is not displaying reading. No patient impact or consequences were reported.